Event description:
Description: disconnection. Event details: hi, I'm the pharmacist our patient chemo infusion area and we have had some issues with the n40-o injectors coming loose in the past 2 weeks. I think it was a technician not adding it properly but wanted to make sure you had not had any reports of these coming loose. One was on an ambulatory bag and the nurse forgot the infusion clamp m25, the others were just on IV bags here in the clinic. Additional information there were 5 different incidents where the injector came loose. (B)(6) 2025 and as best as I can tell it was one of 3 lots of injectors: 2501306. 2410302. 2412301. 2. All of the disconnections occurred at a tubing luer lock and injector. 3. Yes, there were small leaks on each.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Lot number was not reported; however, potential lot numbers were provided: 2501306, 2410302, 2412301. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for suspected injector lots 2501306, 2410302, and 2412301, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. Three retained samples of each lot were used for additional evaluation. The product was visually inspected and no defects were identified, all injectors functioned as intended. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, no issues related to the reported incident were found. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.